Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high and spiked pacing impedance, as well as high thresholds. Upon arm manipulation, the lead also exhibited noise consistent with a connection issue. The patient elected not to have surgery due to imminent relocation, therefore the lead alert was turned off and both the implantable cardioverter defibrillator (ICD) and ra lead remain in use. No patient complications have been reported as a result of this event.